Event description:
Phrenic nerve palsy occurred 162 seconds into the third ablation in the ripv. Ablation was stopped and phrenic nerve function returned after 15 min. The physician tried to continue the procedure and received system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). The catheter was removed and the case was aborted. While the catheter was out of the patient, it was noticed that blood was withdrawing 1/3 up the coaxial umbilical cable. The patient was awake and talking when she left the room. The following day ((B)(6) 2012), chest x-ray showed that the patient had partial hemi phrenic nerve palsy. The patient was discharged to home.

Manufacturer narrative:
The returned catheter was visually inspected and functionally tested. Failure files confirm system notice 50005 "leak detection" for the date of case (B)(6) 2012 at 12:42 pm. Smart chip verification showed that the catheter was used for 12 injections on (B)(6) 2012, from 11:08 am to 12:19 pm. The visual inspection showed that the catheter was full of blood. Pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact, no breach observed. Dissection showed a guide wire lumen breach at the proximal coil 12.91 mm from the end tip. An internal CAPA is currently in progress to investigate this issue. Phrenic nerve injury is a potential adverse event associated with cardiac catheter cryoablation procedures.